Manufacturer narrative:
Continuation of h10: {evolutfx-26}; product lot/serial number {(B)(6)}; product type: {0195-heart valves} post-implant dilation balloon (manufacturer and model unknown). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, in a patient with severe aortic st enosis and a septal bulge at the depth of implant, the valve was placed at a depth of 3 mm on the left coronary cusp (lcc) and 3 mm on the non-coronary cusp (ncc). Following deployment, paravalvular leak was noted. A post-implant balloon dilation was performed. However, upon inflation of the balloon the valve dislodged into the ascending aorta to a depth of -5 mm on the ncc and -8 mm on the lcc. A second valve was then loaded into a delivery catheter system, inserted into the patient, and advanced to the annulus. After full deployment of the second valve, the patient went into 3rd degree atrio-ventricular block with no underlying rhythm. Subsequently, a medtronic leadless pacemaker was placed. These events resulted in a 1-hour procedural delay; the patient left the operating room in stable condition. No additional adverse patient effects were reported.